Event description:
It was reported that the pump experienced a failed psi pressure test (33.52 and 36.19).

Event description:
Additional information was provided that the event did not occur while in use by patient. It occurred during testing.

Manufacturer narrative:
Other, other text: the device was returned for evaluation with tamper seals intact. Performed no disposable alarm (nda) testing of pump. No problem found with downstream occlusion (dso) sensor. Performed downstream and upstream test. Pump passed pounds per square inch (psi) at 19. The reported issue was unable to be duplicated. No root cause was identified. A manufacturing device history review (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. No repair was needed. Preventative maintenance was performed.